Event description:
Reporter stated that shortly after the pt. Had been admitted to the cvicu, the patient "coded", requiring intubation with an et tube and was placed on a ventilator. Reporter described that in 2002 there had been an internal facility report of a green foam swab "coming off the stick" during the pt's oral care. A physician examined the pt., determined the swab had been swallowed and took no further action. This occurrence was not reported to the manufacturer. It was unknown if bite blocks were in place during oral care. After approximately a week, during planned extubation, he reportedly experienced respiratory distress requiring re-intubation. At some point during re-intubation, it was reported that 2 green foam swabs were noted in the pt.'s airway. The position in the airway, as well as how they were retrieved was unknown, nor were they kept for evaluation. It was unknown how or when a second swab allegedly came off, as no internal facility report was made. Reportedly, the pt. Was subsequently trached and is again on a ventilator.